Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system explant. An allegation from the patient advocate reported that the device was not reading properly. During this procedure two other boston scientific leads were removed. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.